Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving sensor scan results of 15 mmol/l (270 mg/dl) to 15.5 mmol/l (279 mmol/l) and self-treating with insulin (dose/type unspecified). Customer subsequently experienced cold sweats and a loss of consciousness and customer's husband obtained readings of 1.2 mmol/l (22 mg/dl) and 1.5 mmol/l (27 mg/dl) on an adc blood glucose meter. Paramedics were called and upon their arrival, customer was administered intravenous glucose and transported to a hospital where she was diagnosed with hypoglycemia and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving sensor scan results of 15 mmol/l (270 mg/dl) to 15.5 mmol/l (279 mmol/l) and self-treating with insulin (dose/type unspecified). Customer subsequently experienced cold sweats and a loss of consciousness and customer's husband obtained readings of 1.2 mmol/l (22 mg/dl) and 1.5 mmol/l (27 mg/dl) on an adc blood glucose meter. Paramedics were called and upon their arrival, customer was administered intravenous glucose and transported to a hospital where she was diagnosed with hypoglycemia and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.